Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. Device had minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose because she worked out. Blood glucose value was 31 mg/dl; treated with food and glucose tablets. The customer also reported the insulin pump alarmed button error and the buttons were not responding. The customer stated she removed the battery to clear the alarm and a big piece of the casing came off of and the battery remained exposed. No significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.